Event description:
The following is based on the attorney report: (B)(6) 2006; the pt was implanted with the bard flat mesh to treat pelvic organ prolapse. On (B)(6) 2011; the pt underwent removal of the bard flat mesh as a result of mesh erosion and subsequent infections. The mesh migrated within the surrounding tissues causing irreparable damage to the tissue including nerve endings residing with the tissues. Damaged nerve endings do not regenerate and lead to debilitating neuromas suffered by the pt. The attorney alleges the pt was caused and in the future will be caused to suffer severe personal and permanent injuries, pain and suffering and physical deformity. The pt has and will undergo corrective surgery(s).

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the attorney report, it is unk whether the device may have caused or contributed to the reported event. The attorney alleges the mesh was utilized in a pelvic prolapse which eroded and migrated nearly four years post implant. Currently, medical records and a product identifiers have not been provided; therefore, a mfg review is not possible. Although medical records have not been provided, the attorney alleges the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. And unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. Based on the currently available info, no conclusion can be drawn.